Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient called the physician's office and reported feeling uncomfortable for months. The patient "felt pain within implanting area, and the device alarming a lot, and shocking (according to patient own narration)." The patient indicated the device shocked while using a cell phone. The patient went to have electrocardiogram check and was told there was a "fast heart beat". The implantable pulse generator (ipg) was replaced with an implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.